Event description:
It was reported that the patient was experiencing discomfort at the ipg. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. No product was added or removed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from the date the manufacturer was made aware.